Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Hyphema is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon initially reported that a patient presented on postoperative day two with a hyphema. On postoperative day one the patient looked fine. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that the patient's iop was 8 mm hg, vision 20/20, and hyphema was 90% resolved. The patient would continue to be treated with aggressive steroids. Clinical follow-up was requested and on (B)(6) 2017 the surgeon provided the following additional details. The cataract surgery with stent implantation was uneventful. The patient was not on anticoagulants pre or postoperatively. The hyphema was observed on postoperative day four, and was treated with topical steroids. Currently, the patient is "great" and the event has resolved without sequelae.